Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed.). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no pump error 38 alarm noted. Successfully downloaded history files and traces using thump. Pump error 38 alarm was found on: 12/12/2024 04:55:43.000, 12/14/2024 07:23:39.000, 12/16/2024 04:38:09.000, 12/26/2024 01:18:00.000. Pump error 130 alarm was found on: 12/25/2024 03:58:23.000, 12/25/2024 03:59:11.000, 12/25/2024 23:49:03.000. No pump error 37, 39, 41, 42, 43, 79, 80 and 82 alarm in the formatted history file noted. The pump was cut open to perform visual inspection and found slight corrosion on the motor home switch. Slight corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator¿assembly noted. Pump error 38 alarm and pump error 130 alarm were confirmed according in the formatted history file due to slight corrosion on the motor home switch. There were no other unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 26-dec-2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. However, pump error 38 alarm and pump error 130 alarm were confirmed according in the formatted history file due to slight corrosion on the motor home switch. During visual inspection, slight corrosion was also found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.